Manufacturer narrative:
Product complaint (B)(4). H6 patient code: no code available (3191) used to capture device revision or replacement and no information available depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient report: good afternoon, I implanted a total hip prosthesis on (B)(6) 2016, a ceramic prosthesis. I followed up with the orthopedic surgeon monthly, then quarterly. I followed all prosthetic care guidelines, including doing strengthening exercises to prevent dislocation. On (B)(6) 2017 x-ray fragments appeared, concluding that the acetabulum pottery was broken. I had the revision surgery on (B)(6) 2017, placing another material: polyethylene and ceramics, also from johnson. Was there any consequence for the patient? Yes: hospitalization, time off work, relapse of depression, new risk of infection due to new open surgery, stopping exercise, loss of muscle mass gained in rehabilitation, restriction of social life and leisure during the new recovery, relocation of relatives, among others.